Event description:
It was reported that the customer is having temperature accuracy problems with their heating and cooling unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer will replace unit.

Event description:
It was reported that the customer is having temperature accuracy problems with their heating and cooling unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.